Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 1 yr and 14 days implant duration due to endocarditis and paravalvular leak. The valve is not available to be returned for eval. No further info provided.